Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: homemed has experienced sapphire tubing leak at the filter. Affected tubing from the current event is available in our possession, if you would like to inspect it, but it is contaminated with hazardous drug. We are going to discontinue the use of sapphire filter sets with doxorubicin. We will start using sapphire straight sets with a baxter air eliminating filter. Therapy information: doxorubicin 158 mg in 200 ml ns over 48 hours via sapphire pump affected product code: ap213-01 sapphire microbore set with 0.2 micron filter, lot number. 1095.2011.15 no harm was caused. The patient contained the spill and did not complain of any topical dermatitis from the exposure. The patient received a replacement bag and did not miss any significant amount of the prescribed dose. The leak was identified approximately 42 hours into a 48 hour infusion. The order was compounded and connected on the same day. The flow rate was 4.1 ml/h when the leakage was detected. Patient reports the tubing leaked at the filter site. This is the second lot number with this type of leaking with doxorubicin treatment settings: doxorubicin 166 mg in saline. Total volume 210 ml. Infuse 200 ml over 48 hours. Continuous mode. Delay in therapy:no. Need for medical intervention:no. Patient involvement: yes. Death / serious injury: no. Human harm: no.

Event description:
The event was reported by a customer from USA: administration set leakage of doxorubicin.

Manufacturer narrative:
Distributor information: ICU medical, inc. Us service center san jose, ca 95138. Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.